Manufacturer narrative:
The investigation into the access site bleeding and the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the cause of limb ischemia was use related as the doctor left the peel away sheath in. The cause of the access site bleeding cannot be determined since complaint device not returned for investigation and no sufficient data provide to indicate the cause.

Event description:
The user facility reported a 61-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed a clot at the access site. The clot was aspirated from the peel-away sheath. In addition, the patient developed limb ischemia with no pulses in the leg. The patient was given blood products and the impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿